Event description:
It was reported that the ventilator's top display was blank. The ventilator was not on a patient at the time of the event. The customer replaced the graphic user interface (gui) central processing unit (cpu) and backlight inverter printed circuit boards (pcbs). The service engineer performed software download. The ventilator passed self-testing.